Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: care should be given when additional devices and wires are delivered through a previously placed stent in order to prevent damage or dislodgement. It was likely that the edge of the stent deformed due to the device that was passing through the stent came into contact with the edge. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the misago was placed in a moderate stenotic lesion in the iliac. After the stenting, a device that was passing through the stent came into contact with the stent causing the edge to become flared. As an additional treatment, an express stent from other manufacturer was used to cover the flared part and the procedure was finished. There was no harm to the patient. The procedure outcome was not reported.